Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that the infusion sets were leaking at the headset. The caller alleged that this has occurred with 7 different infusion sets from the same box. The customer reported that the cannula's are bending when she inserts them. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.